Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2015. The customer's blood glucose was unknown at the time of admission. Customer stated their high blood glucose was caused by stress. The customer also reported experiencing minor diabetic ketoacidosis. The customer was treated with an insulin drip and IV for their blood glucose. Customer's insulin pump was removed from their body when they were administered the IV drip. Customer will be returning the insulin pump for analysis.